Event description:
The patient reported that he received 4 or 5 shocks and went to the ER. It was further reported that there was oversensing, high impedance greater than 4000 ohms, and a lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.